Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the cause of the reported event.

Event description:
The patient reports that their omnipod 5 personal diabetes manager will not hold a charge and the battery is swollen.